Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a thrombus occurred. Target lesion 1 was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.8mm and the lesion length was 20mm. Pre-procedure there was 95% stenosis and post-procedure 0% stenosis. A 3x24mm liberte stent was implanted. An additional procedure was performed in lesion 1 to remove the thrombus. Target lesion 2 was located in the lad. The reference vessel diameter was 3mm and the lesion length was 6mm. Pre-procedure there was 77% stenosis and post-procedure 0% stenosis. A 3.5x8mm liberte stent was implanted. The stenting procedure was a technical success. The patient was discharged four days after the index procedure with no anginal complaints or silent ischemia. Discharge medications were asa 100mg per day for 12 months and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.